Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd893842 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued. It was unknown if the patient was hospitalized for the event and the cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. This is report 1 of 3 involved in this peritonitis event.